Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and the patient received an inappropriate shock later in the same day of implant. The patient reported to be brushing their teeth when the inappropriate shock occurred. X-ray was performed and shared with technical services (ts) for evaluation. Ts discussed the shock impedance is adequate and it was advised to try to reproduce the signals that led to the shock. It was also mentioned that there are dark shades in the area of the sense b nose, which is likely an indication of air that caused a change in the impedance pathway between sense a and sense b node, and the impedance change does change the signals sensing. If air is the cause of the inappropriate sensing it was mentioned that it can dissipate within 48 to 72 hours to resolve the issue. Additional information was received indicating that the x-ray performed still shows air present. As a result, therapies were turned off until the patient goes back for re-evaluation. The s-ICD system remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and the patient received an inappropriate shock later in the same day of implant. The patient reported to be brushing their teeth when the inappropriate shock occurred. X-ray was performed and shared with technical services (ts) for evaluation. Ts discussed the shock impedance is adequate and it was advised to try to reproduce the signals that led to the shock. It was also mentioned that there are dark shades in the area of the sense b nose, which is likely an indication of air that caused a change in the impedance pathway between sense a and sense b node, and the impedance change does change the signals sensing. If air is the cause of the inappropriate sensing it was mentioned that it can dissipate within 48 to 72 hours to resolve the issue. Additional information was received indicating that the x-ray performed still shows air present. As a result, therapies were turned off until the patient goes back for re-evaluation. The patient was then seen in-clinic and the x-ray showed no residual air. Therefore, therapies were turned back on and the s-ICD system remains in service. No additional adverse patient effects were reported.